Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. On the same day, the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. Approximately 2 weeks later during a staged procedure, the patient had 3 endeavor sprint rx drug-eluting stents implanted to the mid lad. On the same day, the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that both events were unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Evaluation conclusions: known inherent risk of procedure (dissection).

Event description:
Updated event date received for previously reported mi event.

Event description:
It is reported that an angiographic complication of dissection during stent placement in the lad during a staged procedure.